Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is damaged. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. There was no unexpected low battery off no power alarms noted. The unit passed off no power test, self test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime/compromised force sensor test due to faulty fsr (gold). Unable to complete functional test including occlusion test due to prime anomaly. The unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, reservoir tube lip, belt clip slot, and battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.